Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Event description:
It was reported that a component on the cutter for ti elastic nails broke off on an unknown date. This is not for a warranty replacement only. It was also reported that the device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device history review (DHR) states that the manufacturing documents of lot 1705536 were reviewed and no complaint related issues were found. Item was received sheared apart at the barrel. The item is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. According to the additional eval, the cutting front is broken off at the welded connection. After dismantling of the cutter it was visible that the cutting edges are damaged and blunt. The entire laser etching is readable. The device was produced and distributed in july 2007. The manufacturing review shows that the production procedure was according to the specifications. It was determined that this occurrence is normal wear and tear over the years. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6)-2011 due to missing parts, and on (B)(6)-2013 due to damaged component. The customer called in a service request for this item on (B)(6)-2013 for damaged component. The previous service condition of damaged component is not relevant to the current complained issue of damaged component.

Manufacturer narrative:
Device used for treatment,not diagnosis. Device is an instrument and is not implanted/explanted.